Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 03/31/2017 with the following findings: a review of the cgm history showed multiple manually started/stopped cgm sessions with no cgm calibration entered on (B)(6) 2017. No activity outside of normal use was observed. During investigation, the returned pump paired successfully with a test transmitter. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The transmitter was found to perform within specification. The original complaint of ¿unable to start the cgm session¿ was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that "pump construction must be wrong". They cannot start cgm function in the pump and have tried with two different transmitters and two different sensors. No response in the pump ¿ when these transmitters and sensors are tested in another pump there are have no problems. There is no allegation of an adverse event. This complaint is being reported due to the allegation of faulty pump construction.